Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the wire was going through the sheath, the tip of the dilator separated. Additional information indicated that the dilator is bent. The sheath was replaced and the case continued without further issue. No adverse patient consequence was reported.

Manufacturer narrative:
The product has not returned for analysis, however, photo was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Therefore, section d9 has been updated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the wire was going through the sheath, the tip of the dilator separated and was bent. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the dilator was observed with a bent on the top. This could be related to the issue reported by the customer; however, this is not conclusively determined. The customer complaint was confirmed based on the picture received. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a broken condition in the distal part of the dilator. A dimensional test was performed, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator broken issue reported by the customer was confirmed. The potential cause of the broken condition could be related to the interaction between the dilator with the needle during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: do not attempt to use a guidewire larger than 0.032 inches in diameter with the dilator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).